Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint type reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -14.5 diopter, into the patient's right eye (od), he noticed it was twisted. The lens was implanted. This occurred on (B)(6) 2017. The surgeon states the lens had been misaligned during the loading process and he'd overlooked that fact. An alternate lens was implanted on that same day in a different surgery and the problem was resolved. As of the date of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
The lens was returned dry in a small vial. Visual inspection found a piece of the haptic missing. (B)(4).